Event description:
Boston scientific crm received information that the remote monitoring system detected a red alert from this cardiac resynchronization therapy defibrillator (crt-d) due to a low shock impedance measurement. Technical services (ts) recommended a maximum energy shock to test the system. It was noted that the patient was being brought back in for more testing in the near future. Additional information was provided that there was one low shock impedance of 24 ohms, so was not out of range, and the clinic will continue to monitor the patient. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available the event will be updated.